Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6 investigation summary no device associated with this report was received for examination. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that this procedure was the fourth procedure on this patient's right hip. Patient initially fractured hip, for which bipolar components were used to repair hip. Then the patient underwent a second procedure three months later to convert bipolar hip to a total hip, due to dislocations because of instability. During this third procedure, the patient's acetabular liner and femoral head were swapped out for a constrained acetabular liner and head, due to continued dislocations and instability. During this fourth procedure, patient's constrained acetabular liner and femoral head were swapped out a second time due to another dislocation. Patient hip had dislocated once again, even though the constrained liner locking ring was still in place. During today's procedure, the doctor was unable to fully seat the locking ring for the first constrained liner implanted. Doctor then swapped it out for a second constrained liner, since dr. Had damaged the polyethylene portion of the first liner while attempting to seat the locking ring. Unfortunately, dr. Was also unsuccessful in attempts to fully seat the second locking ring into the second liner. After numerous attempts to seat the locking ring, left the second liner in place without its locking ring and reduced the patient's hip. Affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.